Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer reported that the pump was against their skin at the time of the alarm. The customer's blood glucose level was not impacted. Reportedly, there was a temporary delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery.